Event description:
The patient suffered from a severe pain several days ago before he visited local hospital for check-up. Then he found out the femoral implant was not intact on his femur.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices by depuy product development notes that cement covers the majority of the cement pocket surfaces on the bone interface of the femoral component. Though, the pegs are largely free of cement. Bony ingrowth is minimal. For comparison, the tibial tray contains substantially more bony ingrowth on the cemented areas. Based on this evidence, it is possible that the femoral component dislocation occurred at the cement/bone interface. Two m-l view x-rays of the primary knee were provided: post-op and pre-revision/ 11 months following primary implantation. The pre-revision x-ray shows the component pegs are completely dislocated from their holes in the femur, and the bone cut geometry of the component is unseated from the femur chamfers. No a-p views are available. The cement manufacturer is unknown. No traumatic event was reported as a precursor to the dislocation. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.